Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The device was tested with a known good battery and the customer power cord and functioned as intended. Review of the event history log revealed an "improper shutdown!" Message but the history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause could not be determined during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps shutting off even when fully charged. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.